Manufacturer narrative:
The device was received partially deployed. The exposed portion of the soft cannula was not observed past the bottom housing and the hard cannula was exposed. The download data showed no alarms, timeouts or drive stalls that would have caused the device not to deploy. Upon opening the device, the needle mechanism completely retracted to the fully deployed state and the hard cannula was no longer exposed. Score marks were observed under the top housing, indicating that the linkage assembly was misaligned which is why the hard cannula was not fully retracted. The soft cannula was observed to be torn. Due to the damage to the soft cannula, fluid was not exiting the entire fluid path as intended. The exact timing and cause of this damage could not be determined. No other damages or deficiencies were observed during the investigation.

Event description:
It was reported that the pink slide did not move forward and the cannula was not visible when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.